Event description:
The information provided to sjm indicated that a 6f angio-seal vip was selected for use in a high double puncture in the common femoral artery, following a percutaneous coronary intervention in the left anterior descending coronary artery and the right coronary artery. The pt was heparinized and on anticoagulants (unknown dose/strength/type) for the procedure. An angiogram revealed a retroperitoneal bleed. The angio-seal device was deployed, and the pt's blood pressure dropped, but no external bleeding was noted. The pt was stabilized and transferred to recovery, where the blood pressure dropped again. Then a femostop was applied, but was removed as the pt reported pain. A vascular surgeon was consulted, but the pt expired due to a retroperitoneal bleed, before surgery was possible. The physician reported that the event was not due to the femostop device.

Manufacturer narrative:
The results of our investigation indicated the event was not due to the femostop. The device was not returned for evaluation and the lot number was not available; therefore, a device history record review was not possible. Information provided to sjm stated the initial puncture performed in the common femoral artery was a high double puncture, resulting in the retroperitoneal bleed. The physician did not feel the event was due to the femostop.